Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 4.5x15mm concentric lesion being treated was located in the moderately tortuous, non-calcified vein graft to the left anterior descending (lad) artery. The lesion was not predilated. The physician deployed a 4.0x20mm ion stent. The physician attempted to post dilate the stent with an unknown balloon. The unknown balloon caught on the proximal edge of the stent, bending the stent struts inward. A second guide wire was placed and an unknown bare metal stent was used to compress the stent struts against the vessel wall. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: over 18 years. Device is a combination product device evaluated by manufacturer - the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).